Manufacturer narrative:
The company representative examined the system and was unable to duplicate the reported problem, however system message (sm) ¿vfi (inject) and prop scissors are not available - proportional pressure transducers range invalid¿ was verified in the event log. The company representative replaced the pressure vacuum manifold as a preventive action. The system was then tested and met product specifications. The company representative noted that the system is kept in a closed metal closet, along with the xenon light source, and informed the customer that this may be causing an overheating issue. The root cause is unknown at this time. (B)(4).

Event description:
A nurse reported that the equipment displayed a system message when setting up the accessories before a vitrectomy procedure. During the case, manual injection of the silicone oil was performed. There was no delay or harm to the patient. Additional information has been requested.